Manufacturer narrative:
A definitive cause of the event cannot be determined at this time. However, care must be taken to ensure that the construct is tightened properly. Construct loosening is listed as a possible adverse outcome in the instructions for use (IFU) supplied with the device.

Event description:
Contact reports patient presented with four loose and displaced set screws which resulted in rod displacement. Revision surgery was performed to remove and replace the set screws and rods. This medwatch report is being filed for one set screw, lot albc7b. See mfg medwatch report# 1526439-2010-00168 for three set screws, from a different lot, that were involved in this event.